Manufacturer narrative:
3003721894-2016-00223 is associated with argus case (B)(4), super poligrip original (zinc free formula).

Event description:
Choked [choking]. Gag [gagging]. Almost vomit / felt vomit while eating dinner [vomiting]. Case description: this case was reported by a consumer and described the occurrence of choking in an (B)(6) -year-old male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number sj5h, expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced choking (serious criteria gsk medically significant), gagging, vomiting and product complaint. Super poligrip original (zinc free formula) was discontinued (dechallenge was positive). On an unknown date, the outcome of the choking and gagging were recovered/resolved and the outcome of the vomiting and product complaint were unknown. It was unknown if the reporter considered the choking, gagging and vomiting to be related to super poligrip original (zinc free formula). Additional details, this adverse event information was received on 28 september 2016. Consumer said that he choked after using the super poligrip original twin pack 2.4 ounce. Consumer also said that he gagged and almost vomited while he was eating dinner and his bridges loosed up while chewing. Consumer said that he had experience this situation before. Consumer had been using our product for about two to three years. Consumer reported that, this only hold for 6 hours. He kept pressing on the tube and when it finally came out, it came out solid (product complaint). Adverse event revision information was received on 29 september 2016. Consumer also reported that he felt like vomiting while eating dinner.

Manufacturer narrative:
MFR 3003721894-2016-00223 is associated with argus case (B)(4), super poligrip original (zinc free formula).

Event description:
Choked [choking], gag [gagging], almost vomit [vomiting]. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number sj5h, expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced choking (serious criteria gsk medically significant), gagging, vomiting and product complaint. Super poligrip original (zinc free formula) was discontinued (dechallenge was positive). On an unknown date, the outcome of the choking and gagging were recovered/resolved and the outcome of the vomiting and product complaint were unknown. It was unknown if the reporter considered the choking, gagging and vomiting to be related to super poligrip original (zinc free formula). Additional details, this adverse event information was received on 28 september 2016. Consumer said that he choked after using the super poligrip original twin pack 2.4 ounce. Consumer also said that he gagged and almost vomited while he was eating dinner and his bridges loosed up while chewing. Consumer said that he had experience this situation before. Consumer had been using our product for about two to three years. Consumer reported that, this only hold for 6 hours. He kept pressing on the tube and when it finally came out, it came out solid (product complaint).